Event description:
It was reported that the screws that connect the collimator to the x-ray tube were loose. No serious injury was reported. The fe applied loctite to the threads and torqued the screws.